Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: a previous failure was encountered with a syringe of the same lot, on an unspecified date and under similar circumstances/procedure. Experienced leakage of cell suspension from around the rubber plunger when depressing/transferring cell suspension from 50cc syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1335310. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.